Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event could be confirmed based on the post op scans which showed that the device was not implanted in the intended position. The surgeon reported that the right-side mandibular component did not fit as intended during surgery, requiring intraoperative repositioning and placement of a bone graft, with potential contributors including residual synthetic bone from a prior surgery and the mandible not being positioned correctly in the intermediate splint. Subsequent investigations, including reviews by 3d systems and a stryker clinical research manager, found no issues with segmentation, splints, planning, or manufacturing, and the fitting difficulties most likely resulted from the mandible not being in the correct position, though a definitive root cause cannot be determined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the right prosthesis mandibular component did not fit well at surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.